Manufacturer narrative:
There was no adverse event associated with this complaint. The cartridge was not returned to animas. There is no investigation necessary. Cartridges with lot # b201582 were confirmed to be defective. When tested, fluid was observed leaking from the plunger end of the cartridge.

Event description:
On (B)(6) 2011, the pt's mother reported that she has had repeating issues of air bubbles in the cartridge when using cart lot b201582. The reporter denied that the pt has developed any bg excursion or has had to receive medical intervention for hyperglycemia as a result of the alleged issue. At the time of troubleshooting, the pt's mother claimed she discarded the affected supplies. The reporter confirmed she was filling the cartridge properly, using room temperature insulin and debubbling correctly. No leaking of the cartridge was noted. There was no adverse event associated with this complaint.